Manufacturer narrative:
The returned dualwave arthroscopy fluid management system ar-6480 was visually inspected and showed no physical damage on the unit. Further review of the pump sub-assembly and components, showed no issues with the latch door or tubing connector. The returned ar-6480 dualwave arthroscopy fluid management system device was assembled with the returned ar-6410 and ar-6430 tubing and they were tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and the pump function as intended with no error message and/or audible alarm triggered. A clamp test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an over pressure failure on the pump, to verify if an error message and/or audible alarm will be triggered. The results of the clamp test confirmed the pump did alarm and provide an error as intended/expected. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or; (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump. Final conclusions are potential misuse and the complaint allegation not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during a shoulder procedure, the ar-6480, dw pump was set at 40 ml, the display was reading 35 ml however, the fluid was flowing continuously, causing the patients shoulder to swell. The surgeon did not feel it was safe to complete the case. Additional information 10/15/2019: it was reported by the sales rep, that there are no pictures available, he cannot confirm if the pressure test or clamp tests were completed before the case started. The doctor used outflow suction to remove some fluids and pressure from his hands to remove the rest through the incisions. The case was not completed.